Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The diabetic nurse for the customer reported via phone call that the insulin pump is not alarming. The customer¿s blood glucose was 10.0 mmol/l at the time of the incident. Nurse stated the insulin pump not alarming the customer when she hasn¿t completed fill cannula. Troubleshooting was performed and the self-test passed. However, checked alarm history for today and no alarms noted for last week. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. It was received with operating currents within specification; it passed self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Multiple fill cannula was programmed and delivered. All fill cannula was recorded in daily history. No history anomaly noted. The audio alerted properly at completion of fill cannula. No audio alert anomaly noted. It was received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay, cracked case battery tube, cracked retainer and minor scratches on lcd window.